Event description:
It was reported that the main coil broke off from the delivery wire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available for analysis; therefore analysis cannot be performed. However, based on the information available force was used when resistance was experienced during the procedure and so the main coil most likely separated as a result of the exerted force. Therefore a root cause of human factors issue has been assigned to this investigation.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the main coil broke off from the delivery wire. There were no clinical consequences to the patient.